Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported inappropriate shock and rv lead impedance issues.

Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) underwent additional surgical intervention to surgically explant the ICD system due to delivery of inappropriate shock therapy and right ventricular (rv) lead shock impedance issues. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) underwent additional surgical intervention to surgically explant the ICD system due to delivery of inappropriate shock therapy and right ventricular (rv) lead. Shock impedance issues. No additional adverse patient effects were reported.